Event description:
Customer reported that during a basilar vein thrombectomy the balloon ruptured and the tip came away inside the vessel. Another catheter was used to remove the debris including the tip of the catheter. No pt injury was reported as the result of this event.